Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11a05137 and h11a22025 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a health care professional (hcp) from the USA of peritonitis with culture positive for pseudomonas in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the nurse. On an unknown date, the patient was tested positive for the breast cancer gene. On (B)(6) 2011, the patient had a scheduled double mastectomy as a preventive measure. On (B)(6) 2011, the patient was hospitalized and diagnosed with peritonitis. On an unknown date in may2011, the patient was discharged from hospital. The cause of the peritonitis was unknown. Treatment was not reported. The dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy.